Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is considered to be confirmed because a plan for a revision surgery was reported and a replacement custom tmj device was ordered. No product was returned; therefore, no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. The most likely underlying cause of the complaint is the patient's reported accident. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00201, 0001032347-2020-00202, 0001032347-2020-00203. Concomitant medical products: tmj system left narrow titanium mandibular component 45mm / 6 hole, part# 01-6546ti, lot# 907200; tmj system left fossa component, small, part# 24-6563, lot# 933860c; tmj system cross drive fossa screw 2.0mm x 7mm, part# 99-6577, lot# unk; 2.4mm system 2.7mm x 10mm ht cross-drive screw,5/pk, part# 85-2710, lot# unk. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source ¿ (B)(6).

Event description:
It was reported the patient will undergo a revision of temporomandibular joint implants on the left side due to trauma following a falling accident. A CT scan revealed the mandible bone fractured around the implant and the implant is displaced. The devices will be explanted and replaced with a custom implant. No additional patient consequences have been reported.